Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that upon interrogation it was discovered that the pacemaker had entered safety mode. All three codes displayed indicated that the pacemaker had temporarily lost power which resulted in the clearing of the hardware register that contained the code history. A revision procedure would be scheduled. At this time the pacemaker remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that upon interrogation it was discovered that the pacemaker had entered safety mode. All three codes displayed indicated that the pacemaker had temporarily lost power which resulted in the clearing of the hardware register that contained the code history. A revision procedure would be scheduled. At this time the pacemaker remains in service and no adverse effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse effects were reported.